Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 470 mg/dl and was provided assistance with setting a basal rate. The customer declined to troubleshoot the high blood glucose as the reason for her high was a steroid shot. Customer was advised to call back to if issues persist.